Manufacturer narrative:
An evaluation of the suspect device revealed no anomalies. The thumb nut/shaft assembly is rotated both clockwise and counter clockwise to advance or retract the distal threaded tip to the mating implant. During assembly the two components are joined via mating 6-40 threads and secured with master bond. Although the instrument was returned completely intact/assembled and could not be separated, the shaft nearest the thumb nut contained abrasions around the diameter of the 455 stainless steel.

Event description:
Inserter will not hold a cage. Lock tight seal broke and wheel unscrews from threaded shaft. The event caused over a 30 minute delay in the case.